Manufacturer narrative:
The broken plate was examined under magnification. The broken ends of the plate are smooth where they rubbed against each other except for a very small portion where the plate finally broke apart. This is what happens when the fracture is caused by metal fatigue from bending but the root cause of the break is shown in the x-ray taken prior to the breakage. Based on what is visible in the x-ray, it appears that an attempt was made to fix the butterfly bone fragment to one of the larger bone segments. However, the fractured bone does not appear to be a stable construct. There is a large gap between the end of the butterfly fragment and the bone segment. Two of the slots in the plate over the bone break were left empty. No definitive conclusion can be drawn as to exactly what happened post-operatively to cause the plate to break but with a multifragmentary fracture, additional steps should have been taken to create a stable construct and reduce the allowable motion of the bone. Conclusions - a conclusion cannot be drawn based on the lack of information concerning the circumstances of this plate break. Additional mdrs associated with this event: MDR 3025141-2015-00017: screw 1, MDR 3025141-2015-00018: screw 2, MDR 3025141-2015-00019: screw 3, MDR 3025141-2015-00020: screw 4, MDR 3025141-2015-00021: screw 5, MDR 3025141-2015-00022: screw 6.

Event description:
A clavicle plate broke post operatively; the plate and six screws were explanted and replaced with another plate and screws.